Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was able to be confirmed for a closure complication. However, the exact root cause was unable to be determined. The likely cause was determined to have been an issue with deployment technique resulting in a closure complication. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Additional information was received on 04 may 2023: the patient had a left hemiplegia and has permanent neurological damage. The two components that had the problem connecting was the collagen-suture-anchor junction assuming that's were their failure occurred. Additional information was received on 10 may 2023: the procedure performed was an interventional neurology procedure. The damage that patient suffered from was hours after the procedure. The relationship between the failure and the adverse event was not clear to them.

Event description:
The user facility report that during the placement of the involved angio-seal device, difficulty putting it on was experienced. The event did cause harm to the patient. The patient experienced bruising and hemorrhaged. Due to the hemorrhage the patient was cared for within the intensive care room. The event occurred intra-operative. Additional information was received on 20 april 2023: the procedure being performed was an angioembolization, with an 8 french sheath used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The issue was due to the connection of two components of the 8 french angio-seal. Hemostasis was achieved by surgical repair. The estimated blood loss was greater than 250cc and a hematoma occurred. The patient was not in stable condition. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
A1: patient identifier: (B)(6). D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: documentation analyst. A review of the device history record of the product code and lot number combination was conducted with no findings. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.